Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. It was unable to verify for operating currents including low battery, off no power alarm or low battery indicator anomaly due to no act button response. The device was received with cracked reservoir tube lip. No moisture damage inside noted.

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response. The customer also reported she inserted a new battery and did not work and she has also received low battery alerts and the battery indicator would show as full. Customer stated she was sprayed with a water gun. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.